Event description:
Product received in lab with pfn, which noted event as "leaking access port kit." Device has been previously implanted from appearance.

Manufacturer narrative:
Medwatch sent to FDA on: 05/jun/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number, implant date and explant date. The info has not yet been received by allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."